Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. The insulin pump alarmed during the basic occlusion test due to a loose and protrude drive support disk. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
The customer reported via phone call that there was a prime rewind anomaly. The customer stated insulin was squirting out during the manual prime process. The customer stated they did not wear the insulin pump during priming. Customer's blood glucose was 330 mg/dl. It was also found the customer's drive support cap was protruded. The customer stated the insulin pump fell off the counter, causing the damage to the drive support cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.